Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: investigation summary: a picture was received for evaluation and as per the visual inspection of the picture a foil packet, a labeled winding former and a dispensed needle/suture product code sxpp1a406 were observed. In addition, the sides of the fixation tab appear to be detached. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. Before use on the patient, it was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for an unknown surgery. Another like device was used to complete the surgery. A picture was received for evaluation and as per the visual inspection of the picture a foil packet, a labeled winding former and a dispensed needle/suture product code sxpp1a406 were observed. In addition, the sides of the fixation tab appear to be detached. There were no patient consequences reported. No additional information was provided.